Event description:
The lens was explanted was explanted due to a refractive error found post-op. Cause for the refractive error is not known. Physician requested a lens power reading on the lens before providing the serial number of the lens or any labeling info.

Manufacturer narrative:
Physician asked for a power reading on the returned lens. The serial number and labeling will be requested after the power reading has been received. A follow-up report will be submitted when additional info is received.